Event description:
Patient admitted to hospital for workup of back, hip and leg pain after her 7th prosorba treatment. Cause undetermined. Patient was discharged and restarted prosorba treatments with no recurrence. She has completed all 12 treatments.

Manufacturer narrative:
This investigation is a clinical investigation only. Return of product not requested as evaluation of device after use not relevant to reported event. The device was used according to labeled indications and in the appropriate environment. Temporal relationship of the event and prosorba might suggest a contributory relationship, however, the cause of her pain was not determined and she was able to continue with prosorba with no recurrence of the symptoms.